Event description:
It was reported that a pump declared an alarm during pumping. There was no adverse impact to the customer's blood glucose level. The customer was unable to resume insulin therapy as the cartridge alarm recurred despite assistance. Technical support decided to replace the pump, confirmed the shipping address, and provided the customer with instructions for putting the pump into storage mode before returning it. The replacement process included advising the customer to use multiple daily injections as backup therapy to ensure continued insulin delivery.